Event description:
It was reported that following deployment of an 8f angio-seal device, the patient experienced abdominal bleeding while on return to the ccu (confirmed by CT examination). During vascular surgical repair, the surgeon discovered a small arterial tear near the anchor of the angio-seal device. The patient is thought to be recovering well.